Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high pacing thresholds. The rv lead was explanted and the ra lead was partially explanted. Both leads were replaced. No patient complications have been reported as a result of this event.